Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc determined the glu quality control (qc) recovery was within acceptable ranges. A siemens customer service engineer (cse) was scheduled to perform preventive maintenance (pm) on the instrument and was dispatched to the customer site. The cse replaced the aliquot probe due to probe clog detect errors and performed the pm. The cse ran quick check and quality controls (qc), and the instrument was returned to normal operation. Siemens headquarter support center (hsc) evaluated the event and service performed. The analysis of data shows the test results in questions were processed out of the same flex and well set as the correct results so the issue is not related to a reagent. The customer had observed multiple aliquot probe clog detect errors for several days. These errors are consistent with dirty/clogged sample drain and a clogged aliquot probe due to poor sample quality. The investigation concludes that the discrepant glu result is consistent with sample integrity issues related to a clogged aliquot probe and a dirty/clogged sample drain on the vista instrument. The cse stated that post service checks passed and the customer continued to run samples on the analyzer.the instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician. The instrument was configured to auto-repeat panic results for glu and the repeated result was higher and considered a glu result that is normal. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu result.